Event description:
Dialysis catheter caps (injection adaptor) used during therapeutic out pt procedures were found to be defective. When disconnecting the cap, a plastic piece inside the cap broke off and remained in the portion of the lumen line of the pt's in line catheter and had to be removed manually. The event occurred three times with one lot #. Event reported to manufacturer. When using replacement lot, event occurred two more times.